Manufacturer narrative:
(B)(4). Physio-control is in the process of evaluating the device and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a patient event, it was reported the device was not actuating the plunger and giving a low compression force while placed on a patient. The operators removed the device and got it working before placing it on the patient again. However, the device compression depth and frequency slowed down over the next minute. The users removed the device from use and provided manual compressions during the patient transport to the hospital. The patient was found breathless with unknown downtime and had received defibrillation shocks during the event. The patient ultimate outcome is not known.

Manufacturer narrative:
Physio-control's extensive device evaluation was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The cause of the reported issue could not be determined.